Event description:
Diagnosed with ckd stage 3a, despite being a lifelong non-smoker/non-drinker, normal blood pressure, normal weight for my height. Very good diet and exercise. Dr. Indicated, after tests, including ultrasounds of bladder and kidneys, that the cause is unknown. FDA report on 11.22.2022 on the recall of the phillips CPAP machine I've been using since 2016 (https://www.FDA.gov/medical-devices/safety-communications/update-certain-philips-respironics-ventilators-bipap-machines-and-CPAP-machines-recalled-due#risk) states exposure to pe-pur carries risk of toxic or cancer-causing effects to organs such as kidneys or liver. I've been on the waiting list to get a replacement machine from phillips since (B)(6) 2021. I'm also on a waiting list at my local dme since (B)(6) 2022 for a new CPAP of any brand.